Event description:
Article alleged: although not observed, it was speculated that hemolytic reactions were caused by kinked blood lines, when a pt after completion of 4 hour dialysis sessions, complained of abdominal pain, nausea, dic, gi bleed, pancreatitis. Pt was hospitalized and expired. Complaints of this nature were investigated under fir 93015. Product #0392035 under same complaint.